Manufacturer narrative:
There was no patient use reported with the event. Therefore, patient information fields were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After unrelated repairs were completed proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed a white screen which can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient use reported with the event.